Event description:
It was reported via repair work order that there was a loss of motor control as both left and right siderail cables were pinched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.